Event description:
On august 30, 2006, the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter was displaying the battery indicator. The medical affairs specialist (mas) sent a letter to the patient because, she could not be reached by phone on two different days at different times. The following info was provided during the initial call to lfs: the date, time, and result of the last reading obtained on the reported meter were not provided. The patient ate food and/or drank beverage following attempted use of the meter. At the time of concern, the patient felt dizzy and her stomach was hurting. The patient's blood glucose was tested on a hospital meter; the result was "400 something". No information was provided as to how the patient was transported to the hospital. In 2006, at 9:30 pm, the patient received insulin treatment; the insulin type and dose were not provided. No information regarding the patient's diabetes treatment regimen was provided. The customer care advocate (cca) confirmed that the patient changed the meter battery per the owner's manual. The meter, test strips, and control solution were replaced. The complaint is reported because the patient received the battery indicator on the lfs meter for an unspecified period of time. She experienced symptoms, an elevated blood glucose level was obtained on a hospital meter, and the patient was treated with insulin.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.